Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was also reported that the patient had a bard pelvicol implantation. No clarifying information provided. It is further reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information provided.

Manufacturer narrative:
It was reported that mesh was implanted along with concurrent cystoscopy due to stress urinary incontinence, symptomatic protruding cystocele and moderate rectocele. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.